Event description:
It was reported that during the lead replacement procedure attempts were unsuccessful to unscrew the fixation helix of the right ventricular (rv) lead, the right atrial (ra) lead and the previously abandoned right ventricular (rv) lead. Gentle traction of the leads was consistent with adhesions in the central venous system. Locking stylets were placed to the distal aspect of the leads. A laser was utilized for the adhesions in the left subclavian vein/superior vena cava (svc). The leads were removed in their entirety. A small myocardium was present on the lead tip and fibrous/ calcific tissue along the body of the lead was observed. The leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.